Event description:
The patient reported that the "up" "down" and "ok" buttons were not responding on the keypad. The audio bolus button and the meter remote were being used to bolus. The insulin amount that was programmed was verified to be correct by the patient. The reporter denies damage to the keypad or exposure to moisture and cleaning solvents.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.